Manufacturer narrative:
Occupation: health professional (hpro). Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the top of the jaw overmold was damaged and missing plastic. The disengaged plastic was returned. The investigation found the tip of the jaw overmold was damaged. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. A CAPA has been issued. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when cleaning, a piece of insulation came loose from the device¿s jaw. There was no patient injury. Medtronic initial investigation found that the top of the jaw overmold was damaged and missing plastic. The disengaged plastic was returned.